Event description:
On (B)(6) 2012, therakos received a report of hemolysis during treatment.

Manufacturer narrative:
A review of the batch record for kit lot z126 was performed and showed that this lot met all release requirements. The smart card was received and analyzed. Mechanical processing of blood, such as that which takes place during a photopheresis treatment, is a potential cause of haemolysis (rupture of the red blood cells and the release of hemoglobin into surrounding fluid). The speed of the centrifuge during treatment and the specifics of flow rates may have contributed to the incident of haemolysis in this patient or there may be a problem with the patient access (needle too close to the inner wall of the vein into which it was inserted). (B)(4).